Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had triggered a lead safety switch (lss); due to right ventricular (rv) lead impedance being high out of range with a measurement of 2016 ohms. In addition, left ventricular (lv) lead impedance had gradually increased and remains within range. Technical services (ts) was consulted and recommended further testing and reprogramming options. The patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported.